Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). , ubd: 11-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the healthcare provider (hcp) asked to get the shutdown code. Technical services asked the required questions and the hcp stated that the doctor understood it was permanent but the patient didn't because they were under anesthesia. The hcp was doing back surgery on the patient that was unrelated to the device/therapy, and cut the catheter, so they wanted to shutdown the pump but did not plan to explant the pump. Technical services discussed that since the patient couldn't consent to the shutdown of the pump, minimum rate would be a better consideration at this time until the patient can consent. Technical services mentioned since the pump was only implanted a couple weeks ago, that although the catheter was cut that they could revise the catheter and reuse at a later date if minimum rate is the mode they go with today instead of the shutdown. The hcp agreed that due to the s cenario, that minimum rate is better. They were going to set the pump to minimum rate and discuss possible catheter revision options with the hcp.